Event description:
It was reported the case was broken. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release is contaminated. Upper and lower case halves are broken. Both bail covers, ring cover, and battery drawer are broken. Lead flex cover is corroded. Battery contacts are compressed. Keyboard window is scratched.